Event description:
Healthcare professional (hcp) reported that a patient who was injected with 2ml of juvéderm® voluma¿ with lidocaine into the lateral of both cheeks, and with 2 ml of juvéderm® volift¿ with lidocaine into the nasolabial folds experienced "some redness after the injection." One day later, patient experienced "bilateral itchy hot rash on the cheeks." 8 days post injection, patient "developed angioedema overnight" and "eyes were getting swollen." The next day, patient went to a&e in the morning and was given "IV bolus of piriton, with good results" and sent home with fexofenadine. The following day, patient examined by hcp noting "swelling and angioedema was present in the face", "felt well but was concerned about swelling under eye", when patient washes face "face there is some stinging", "some crusting over the cheek area", "redness and some crusting over the area in bilateral anterior cheeks, red and hot to touch with redness and some crusting in the medial forehead, and glabellar area and in the chin area, mild redness on right lateral mandibular arch area, but no crusting in that area." Hcp's impression is "angioedema secondary to anaphylactic later reaction, impending necrosis (small vascular occlusion)" in the cheek, chin and glabella regions. Treatment: treatment: IV piriton, fexofenadine, hyalase, prednisolone, flucloxacillin, chlorpheniramine. Symptoms resolved approximately 2 weeks after onset.

Manufacturer narrative:
Clarification to a.2.: "october 1965". Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient who was injected with juvéderm® voluma¿ with lidocaine into the lateral of both cheeks, and with juvéderm® volift¿ with lidocaine into the nasolabial folds, has experienced "angioedema secondary to anaphylactic later reaction, impending necrosis (small vascular occlusion)" in the cheek, chin and glabella regions. Hcp stated "reaction was likely to volift in nl folds. Voluma applied in lateral cheek did not have crusting". Treatment: hyalase. Symptoms resolved. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-25740), (B)(6) (emdr-25744). This emdr is being submitted for the suspect product, injection in lateral cheek (l) with juvéderm® voluma¿ with lidocaine.